Manufacturer narrative:
(B)(4) follow up. It was reported that glue was present on the needle and could not be removed. To support the investigation, one photograph was received and evaluated by the quality team. The image shows a needle assembly removed from its blister packaging without the plastic shield, with a visible droplet of epoxy on the needle. No other defects or imperfections were observed. This condition could occur if there was a jam at the cannulator. A device history record review was completed for material number 305122, lot 4313204. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation, including the photographic analysis, the customer reported condition is confirmed.

Event description:
It was reported by a customer that they discovered glue on the needle that does not come off.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.